Event description:
It was reported that the ht70 ventilator screen was not booting up completely, patient involvement is unknown. A non covidien/ medtronic service inspected the device and found that the single board computer was defective. Covidien/ medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported issue occurred during maintenance. There was no patient involvement at the time of the event.